Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Post-deployment, imaging revealed a proximal type I endoleak and a distal type I endoleak in the right limb. A gore® viabahn® endoprosthesis was implanted in a renal artery and two aortic extender components were implanted proximally to treat the proximal type I endoleak. (This portion of the event was reported on MFR report # 3007284313-2019-00152). The physician attempted to treat the distal type I endoleak by implanting a contralateral leg component distally in the right limb. During the deployment of the contralateral leg component, the right internal iliac artery was unintentionally covered by the contralateral leg component. The physician decided to monitor it. The proximal type I endoleak and the distal type I endoleak were resolved. The patient tolerated the procedure.